Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle prior to a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle was attempted and the same occurred. Preclose was abandoned. The sheath was upsized to 7f sheath and the procedure was completed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿cuff miss¿ was confirmed. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) database for the reported lot revealed no associated nonconforming material records (ncmr) or exceptions that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.